Event description:
Device 2 of 2: reference MFR report: 1627487-2019-00101. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the adapters were explanted and replaced.